Manufacturer narrative:
A medtronic field service engineer visited the site and confirmed the reported issue when checking out the system: system remains in sa mode. Prior to arrival, site reported that 2d images were "grainy" and they observed repeated "frame rate errors" messages. Bypassing umbilical cable (aka mvs interconnect cable) with catv cable from mvs (mobile viewing station) computer to pleora confirmed faulty umbilical cable. Mvs interconnect cable replaced per procedure. System boots appropriately in 2d mode with expected functionality restored. System checkout performed with satisfactory results. Replacing the umbilical cable on site resolved the issue and system is now fully functional. Analysis of suspect umbilical cable also confirmed the reported problem was caused by an electrical issue: confirm reported problem " grainy images, frame rate errors, system stuck in sa (stand alone) mode". Failed bench test: gbit test fails using the validator-nt900, shows lines and 1-2 and 3-6 are open. The remaining test, are continuity test, passed and 100t test passed. Both gbit an 100t testing were performed using a cable validator-nt900.

Event description:
A site biomed representative reported that during a case the images were coming across as grainy. No harm to the patient was reported.

Manufacturer narrative:
A medtronic representative reported that this was a l4-s1 spinal fusion. The issue occurred after the surgeon was finished with decompression and preparing to put in screws. It caused a 10 minute delay while the imaging system was swapped out with another one. All patient demographics except age were provided.

Manufacturer narrative:
(B)(6).